Event description:
The user facility reported a 56-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient had a cp support ongoing for patient suffering from pneumonia and other comorbidities like covid and st elevation myocardial infarction( stemi). The pump was exhibiting "in aorta alarms" for mispositioning. The pump was adjusted, and support does continue to date. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The most likely cause of the positioning issues was use related.